Event description:
A surgeon reported that a patient who received bilateral lasik, was observed to have folds in the flap of the left eye on the one day postoperative exam. The flap was lifted and repositioned on the same day, with no complications. All symptoms resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).